Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were updated and/or corrected: a1, d4, d10, g4, g7, h2, h3, h4, h6, h10. As reported on the initial report (8010047-2020-10535), an olympus field service engineer (fse) was dispatched to the user facility and could not duplicate the issue. The fse found dust inside the device which likely was the cause of the issue. Based on the results of the investigation, the probable cause is likely degradation of the igniter. Due to the age and use of the device (over six years) and accumulation of dust, the igniter failed to light, causing the e103 error. The following caution is described in the device's instructions for use (IFU): "avoid using the light source in a dusty environment. This may damage the light source." A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error code e103 which indicated the subject device was broken down was displayed and the image was lost during the colonoscopy procedure. The user changed to another similar system and completed the procedure. The field service engineer of olympus (B)(4) went and checked the subject device at the user facility, but it could not be duplicated the reported phenomenon. However the subject device exhausted the hot air from its inside due to the large amount of accumulated dust and then made the abnormal sound. There was no report of patient injury associated with this event.